Event description:
It was reported that during routine follow-up, multiple auto mode switch episodes due to far r wave oversensing were observed. No patient symptoms were reported. Programming changes were made.